Manufacturer narrative:
A complete lead was returned in one piece. X-ray inspection found the inner coil inside the connector region over torqued consistent with procedure. The cause of the reported event was isolated to the over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any other anomalies.

Event description:
During procedure, the stylet could not be placed into the right ventricular (rv) lead. The rv lead was not used and a new lead was successfully implanted. The patient was in stable condition.